Manufacturer narrative:
The insulin pump was received with moisture damage on the motor and the force sensor during visual inspection also, with critical pump error open book image alarm due to corroded electronic assembly. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test or vibrate alert due to critical pump error open book image alarm. However, the insulin pump powered up after battery installation, no blank display and no moisture damage was found on the keypad assembly. The insulin pump had scratched case, case cracked behind the pump at the corner of the belt clip rails, cracked pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display and had a constant tone immediately after being exposed to moisture. The customer reported that they had high blood glucose 308 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The insulin pump will not be returned for analysis.